Event description:
It was reported that the screw broke during a procedure and remains in the patient. The surgeon completed the procedure using erich arch bars. There was a forty five (45) minute delay while the surgeon attempted to remove the screw. No additional information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item # 91-5707, lot # unk, omnimax sd xd screw 2.0x7mm. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00534.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed screws was fractured at the start of the bone thread section of the screw. The screws appeared to have red residue inside the bone threads and locking threads. No noticeable damage was observed on the cross-drive interface. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.